Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that a meter to hcp meter comparison test was done, about 45 mins apart. It is not known if the tests were done fasting or in the fed state. The result on the meter was 138, and 286 mg/dl on the dr's meter (type unk). No symptoms were reported. On followup. A control test was in range, though no specific numbers were given. (Some info had been provided by spouse, confirmed later with meter owner when the lifescan rep reviewed qc procedures and discussed meter to lab comparisons.